Event description:
The lv lead was implanted on (B)(6) 2015 and was capped on (B)(6) 2016 due to loss of capture. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).